Event description:
It was reported that the patient presented in clinic. A device interrogation found that the patient's right ventricular (rv) lead and right atrial (ra) lead exhibited low pacing impedance and failure to capture. The ra and rv leads were discovered to be fractured. The ra lead was capped on (B)(6) 2025. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.

Event description:
Additional information received indicated that fluoroscopy was used to confirm fracture of the right atrial and right ventricular leads.

Event description:
It was reported that the patient presented in clinic. A device interrogation found that the patient's right ventricular (rv) lead and right atrial (ra) lead exhibited low pacing impedance and failure to capture. The ra and rv leads were discovered to be fractured. The ra lead was explanted and the rv lead was explanted and replaced. The patient was stable throughout.